Manufacturer narrative:
(B)(4). B4: updated event description. H1: updated from serious injury to malfunction.

Event description:
It was reported that, during tka surgery the peg of the journey fem impact bumper rt broke off, outside of the patient. Surgery was resumed, without any delay, with the same device. Patient was not harmed as consequence of this problem.

Event description:
It was reported that, during tka surgery the peg of the journey fem impact bumper rt broke off. Surgery was resumed, without any delay, with the same device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
H3, h6: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. A peg on the device has broken off, rendering the device inoperative. The broken piece was returned. The device shows signs of extensive use. The clinical/medical evaluation concluded that although the peg of the journey fem impact bumper rt broke off, it was reported the breakage occurred during use outside of the patient. Per subsequent e-mail, the broken pieces were retrieved, and no additional surgical modification/intervention were performed. Based on the information provided, the surgery was resumed, without any delay, with the same device. Since there was no harm to the patient, no further clinical/medical assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.